Event description:
Pt reported that while using pt's device (because their device has been sent in for inspection), they felt the device was giving extra insulin. Pt also experienced decreased blood glucose, which they self-treated by drinking orange juice with sugar added. Pt reported that the device did nothing unusual prior to this event except that it generated a system alarm that they were able to clear.